Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The reported inflation issue was confirmed; however, the reported balloon separation was not confirmed. It should be noted coronary dilatation catheters (cdc), trek rx mini global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded as the balloon was tightly wrapped upon return, it was not inflated. The longitudinal tear in the balloon is the clear culprit in the lack of inflation. The investigation was unable to determine a conclusive cause for the reported balloon separation; however, the reported inflation issue appears to be related to operational circumstances. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5 x 20 mm rx trek balloon catheter (bdc) was not soaked to activate the coating during device preparation. The procedure was to treat a de novo left anterior descending artery. The bdc was advanced to the lesion; however, when attempting to inflate it was noticed that there was no balloon on the catheter. The catheter was removed and it was confirmed the entire length of the catheter was present, including the distal tip and the markers, but the balloon was not present. There was no separation of the device. Another unspecified catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure or an adverse patient effect. No additional information was provided.